Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a motor error alarm on his insulin pump. He was able to clear the alarm. The device functioned properly afterwards. No other details provided. Nothing further reported.